Event description:
On (B)(6), 2013 a young male patient was implanted with a sterile 4.5mm lcp proximal tibia plate, 16 holes, left, to treat three tibial fractures. During the surgery the surgeon had difficulty aligning the periarticular aiming arm with the plate. The surgical time was extended by at least one hour due to the alignment problem. It is unknown if the problem was due to the plate or the aiming arm. The surgery was successfully completed. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.